Event description:
A medical center in (B)(6) reported via a distributor that the manometer dial on an rd900 neopuff infant resuscitator is stuck at 0. The stuck manometer dial was observed before patient use.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested the return of the complaint device for analysis. We will provide a follow-up report upon completion of our investigation.